Manufacturer narrative:
Manufacturer's report date: 05/08/2013. (B)(4). Devices not received, log review pending. The logs have been received and receipt of devices is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed.

Event description:
The customer reported insulin 100 unit/100 ml ns was to infuse at 3 units/hr. The infusion was started at midnight on (B)(6) 2013 and at 01:26 am, the bag of insulin was reported to be empty. The customer also stated the "cbg (capillary blood glucose) was 179 mg/dl. Dextrose 10 percent was started at 100 ml/hr. A repeat cbg was 156 mg/dl. Additional infusion of kcl 40 meq/1000 ml was infusing at 16 ml/hr. Although requested, no additional patient or event details provided.